Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was evaluated on site by an olympus field service engineer who found that the device did not turn on due to not being connected to electricity. Once connected, the front panel worked normally. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited front panel did not display due to no connection to power. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.